Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time of incident was unknown. The customer's blood glucose level was checked and it was 380mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer is being sent out a continuation of therapy pump, but will return their old device when they return from out of the country.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.